Event description:
It was reported that following a lap adjustable band procedure, the pt developed an abscess under the diaphram and under the liver, as well as gastric erosion, which necessitated band removal. Pt was using psyllium, a product that extends/expands the stomach, which may have caused the erosion. The pt is doing very well since the band was explanted. No other band was implanted, but may be implanted in the future.

Manufacturer narrative:
Date sent: 02/20/2008. Info anticipated, but unavailable at this time.